Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the power supply for the vertical lift and the fluoro function pcb for the collimator issue. The system operates as intended.

Event description:
It was reported that the up/down column on the 9900 system was not working properly. Also the collimator closed down to a minimum size. The system had to be rebooted and the procedure was completed without further incident. No pt injury reported.